Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/7/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unable to confirm complaint of "blank screen". Display screen is fully functional, clear and legible. Opened pump; display flex is fully seated and secure in connector. Unrelated to the complaint, the battery compartment is cracked at the threads to the left of the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).